Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the urinary system during a retrograde intrarenal surgery performed on (B)(6) 2022. During preparation, a rip was found in the inner packaging compromising the sterility of the device. Another zero tip basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).